Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 498 mg/dl. The current blood glucose level was 710 mg/dl. The other relevant blood glucose level was 400 mg/dl, 493 mg/dl, 1800 mg/dl. The customer treated with manual injections. Troubleshooting was performed for high blood glucose. The customer was alleging insulin pump for under delivery. The insulin pump will not be returned for the analysis.